Manufacturer narrative:
Concomitant medical products: product ID : 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was reported by a consumer regarding their implanted pump system which was used to deliver morphine (50mg/ml at 19.94 mg/day). The indication for use was non-malignant pain and joint pain/arthritis. In (B)(6) 2015 the patient experienced intermittent withdrawal symptoms. The patient was ill and their healthcare professional (hcp) told them that it might be a virus. The patient was in bed from (B)(6) 2015. It was noted that the patient had a flow study done and the catheter could not be accessed. Three weeks prior to the surgery the catheter was completely obstructed. The pump was replaced in (B)(6) 2015. It was reported that the pump was malfunctioning and did not alarm. Further follow up was done to determine the cause of the pump and catheter issue and if any troubleshooting was done related to the patient's symptoms. Additional information was reported by the company representative on (B)(6) 2016. It was reported that the healthcare professional has been unable to aspirate the catheter and the surgery was due to a catheter obstruction. It was unknown what caused the obstruction or where the obstruction was located in the catheter. The rep did not recall any mention of a pump malfunction.

Event description:
Additional information was received from the healthcare professional (hcp). The office notes dates (B)(6) 2015 indicated that the patient presented with complaints of diffuse arthralgias. The patient was seen for reassessment on a semi urgent basis. The patient had intractable widespread arthralgias secondary to rheumatoid arthritis. She was managed with intrathecal morphine at 19.4 mg/day and was also taking dilaudid 8 mg 3 times daily as needed, for breakthrough pain. She reported on (B)(6) 2015 that she felt like she was going through withdrawals and was questioning the functioning of the pump. She stated that this was the third time it had happened that she felt heightened levels of pain, hot flashes, dizziness, and some nausea. The pump was checked and there were no alarms or motor stalls. During the last refill appointment, the correct amount of medication was removed from the pump. It was noted that the pump battery wasn't due to be changed for approximately one year. At the time, the patient was taking dilaudid 4 mg, preservative-free morphine sulfate 50 mg/ml, and orencia 250 mg. The patient was allergic to demerol, compazine, intravenous pyelogram (ivp) dye, advair diskus, and antihistamines. The patient's medical problems include seasonal allergies and asthma. Surgical history includes bilateral total hip replacement for avascular necrosis, caesarean sections, and left knee surgery. An examination revealed that the patient was in obvious discomfort. Assessment revealed rheumatoid myopathy with rheumatoid arthritis of unspecified site and pain in unspecified hip. The patient was given dilaudid 1mg intramuscularly (im); an improvement in her pain level and significantly decreased withdrawal symptoms were noted at that time. The patient went for a thoracic x-ray to check catheter placement. Dilaudid 4 mg was increased to 2 tablets every 4 hours as needed for possible pump failure. The patient was advised to contact the hcp prior to the next office visit if there was any escalation pf pain not well-controlled with the present regime. Due to the patient experiencing recurrent symptoms of withdrawal, a pump flow study was performed on (B)(6) 2015 to assess the patency of the connecting line from the intrathecal device to the cerebrospinal fluid (csf). Gross inspection of the catheter ending a t11 didn't show any aberrancy. The catheter port was easily accessed, but there was no successful withdrawal with repeated attempts and re-access; it was noted that this was indicative of catheter/valve malfunction. The patient was due for a pump change in 6 months; the process was going to be extradited to replace the unit as soon as possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.